Manufacturer narrative:
(B)(4). Corrected device code. Corrected narrative: the needle pulled off. Additional information was requested and the following was obtained: for each procedure (8), did the needle pull off or did the suture thread break? 6 needles pull off and 2 sutures thread break. Were there any undesired outcome/complications, alteration in procedure/ or alteration in post-op care due to delay in procedure? No note: events captured in 2210968-2019-85145, 2210968-2019-85148, 2210968-2019-85150, 2210968-2019-85151, 2210968-2019-85043, 2210968-2019-85046, 2210968-2019-85047 and 2210968-2019-85048

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch jcq028-mpe697h and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle pull off or did the suture thread break? Were there any undesired outcome/complications, alteration in procedure/ or alteration in post-op care due to delay in procedure? Device return follow up/status.

Event description:
It was reported that the patient underwent periodontal plastic surgery on (B)(6) 2018 and suture was used. During the procedure, the needle took off the strand or the strand broke. There was a delay of 15-20 minutes. A like device from another lot was used to complete the procedure. There were no adverse patient consequences reported.